Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 458 mg/dl. The customer stated that he received a new pump last week and changed his site yesterday afternoon. The customer stated that this morning he was at 558 mg/dl and now he is currently at 458 mg/dl. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.